Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 200's (mg/dl) range. Customer administered correction boluses to stabilize bg levels. Reportedly, the customer's normal eating pattern was disrupted and customer was ill with a cold for 3 weeks. Recommendation was made to discuss diabetes management with health care provider.